Event description:
It was reported that pump displayed altitude alarm 21 while customer was within normal operating altitude and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from Technical Support to gently clean speaker holes, prepare to remove and reconnect cartridge, and resume insulin; insulin delivery resumed before cartridge was removed, alarm did not recur, pump returned to normal operation, and customer received guidance on preventing future altitude alarms.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.